Event description:
Patient repported obtaining a capillary blood glucsoe result of ~ 180 - 190 mg/dl, while using the suspect device. Patient stated that, 35 - 40 minutes later, his blood glucose measured 81 mg/dl during a routine lab test. No treatment was received. Patient did not indicate if he was fasting at the time of the tests, nor did he specify if medications had been taken prior to testing. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.